Event description:
Same case as MFR # 6000089-2004-00691. It was reported that prior to a drug eluting stenting treatment procedure, the stent shaft fractured. The physician was attempting to load the taxus express2 8.8% 2.5 x mm x 24 mm stent onto the choice pt j wire, when the proximal part of the shaft fractured. The physician then attempted to load a taxus express2 8.8% 3.0 mm x 16 mm stent onto the same wire when the shaft proximal and distal to the stent fractured. The physician believes that the wire was not coated with the hydrophilic coating. The physician claimed the wire surface was not smooth. The devices never entered the pt, there were no complications.